Manufacturer narrative:
A patient experiencing high impedance due to a lead fracture was reported to abbott. The patient had suffered a fall. Diagnostics showed high impedance on both leads. In an update it was reported a full system replacement took place on (B)(6) 2023. The ipg was dented, and the percutaneous lead was cracked. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023 where the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03461. It was reported that the patients lead had high impedances. Surgical intervention may be taken at a later date to address the issue.